Event description:
It was reported that the user fell while exiting a car, dropped the ilet insulin pump, and the screen cracked and became fully unresponsive, consistent with physical damage to the device¿s display component. Symptoms included no injury to the user and no reported glycemic symptoms. Outcomes included replacement of the device and user transition to backup therapy, with plans to return the damaged unit. Investigation included customer interview and verification of shipping and return logistics. Investigation of this case revealed mechanical damage to the screen from accidental impact, with loss of touchscreen function subsequently confirmed. It was concluded, based on previously established findings for similar reports, that the cause was accidental physical damage unrelated to device manufacturing or design.